Event description:
The customer reported that during an operation on the pt's hip joint, a flame occurred at the tip of the device, melting the insulation. The customer reported that the cause may be due to the tip touching a forceps during use. A new device was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.